Manufacturer narrative:
Retainer ring = clear on (B)(6) 2020 the customer alleged was hospitalized for high bgs, dka, frozen display and blank display. On case-(B)(6) sept 08, 2020 the customer alleged loss of communication between device and transmitter. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.087404 inches. No blank display or frozen screen during testing. No stuck key alarm found in the daily history. All buttons function properly. The test guardian link tester communicated properly with the device noted. Device was cut open to perform visual inspection and found no moisture or component damage on the keypad assembly, electronics, force sensor and motor assembly noted. The force sensor offset measured (23.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for blank display and frozen display, loss of communication between device and transmitter was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on(B)(6) 2020 with blood glucose of 602 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer performed displacement test and screen was frozen. Customer stated insulin pump shutting off by itself. It was unknown whether the cuistomer was using automode. The insulin pump will be returned for analysis.